Event description:
See initial report.

Manufacturer narrative:
H10: taking into account that the same failure occurred on two different clamps connected to the same s5 console, it cannot be ruled out that a defective can connector on the s5 console or a defective board could have led to the reported malfunction.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 620mm did not open/close when requested during service and an error message was displayed. The centifugal pump control panel was replaced with another and the clamp worked properly again. However, the error re-occurred. There was no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
H.10: the device was returned to the manufacturer site for investigation and repair. The reported issue could not be reproduced. The device was found to be working within specifications. Subsequent functional verification testing was completed without further issues and the unit was returned to service.